Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an explant of a linx device occurred. It is unknown why the explant was removed.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2022. Additional information was requested, and the following was obtained: the implanting surgeon was: (B)(6) the ucn for the hospital where the implant took place: (B)(6). On what date did the implant take place? (B)(6) 2022. What is the product code? Lxmc16 lot #? Do not know yet does the patient have any of the allergies to metals? No is the patient currently taking currently taking steroids / immunosuppressive drugs? No did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No was there any hiatal or crural repair done at the same time as the implant? Yes was mesh used at time of implant? Yes. What was the reason for removal of the linx device? Continuous pain, uncontrollable with meds. Tried esophageal dilation on may 5 with no improvement. Patient did not experience any dysphasia. Just chest pain when eating, esophageal spasms and a 30 lb weight loss. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Yes d1, d4.